Event description:
This lead was implanted on an unknown date and still remains implanted at this time. It was noted in (B)(6) 2016 and (B)(6) 2016 that the lead's impedance measurements were greater that 3000 ohms. The physician was unknown at (B)(6) medical center in (B)(6) netherlands. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).